Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose level was 54 mg/dl. Customer declined the troubleshooting for the low blood glucose. Customer stated that blood glucose was stabilized and everything was working fine. It was unknown that the customer was using auto mode or not. The insulin pump will be returned for analysis.